Manufacturer narrative:
Manufacturer's investigation conclusion a direct relationship between the device and the reported ventricular fibrillation, atrial fibrillation, and patient outcome could not be conclusively determined through this evaluation. The account reported that the pump would be returned for evaluation; however, the pump was not returned. If the pump is returned at a later date the complaint will be re-opened and the pump will be evaluated. The heartmate ii lvas IFU, rev. C, is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's family member had discovered the patient deceased at their home. A remote implanted cardioverter-defibrillator (ICD) report revealed that the patient had multiple episodes of ventricular fibrillation (vfib) along with subsequent automatic ICD shocks. The patient had a history of arrhythmia (atrial fibrillation) prior to ventricular assist device (vad) therapy, and their ICD was implanted prior to vad implant, in 2008.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.